Event description:
Received information from the pt indicating, he had checked into the emergency room with high bg's.

Manufacturer narrative:
During conversation with customer it was identified that unit had multiple occlusion alarms. Infusion set being used at the time of event is not one distributed by tandem. Further troubleshooting indicated that occlusions might be related to pt sites. Pt indicated that there is blood at every site change and has also seen kinking of the tubing when he tosses and turns in bed. Tandem has recommended he reach out ot his health care provider. Event not likely to lead to death. T:slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.